Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2019 / lot#: 1001882053 UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-apr-2014. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt fine but the ventricular assist device (vad) exhibited persistent low flow alarms and below normal power consumption. The patient was admitted to the hospital and a computerized tomography (CT) scan and ventriculography (lv gram) showed an outflow graft thrombosis. The patient was started on inotropes and heparin. It was further decided to turn the vad off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2020 to parameters below normal operating range. 76 low flow alarms were logged since (B)(6) 2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to external factors such as thrombus at the outflow graft, as mentioned in the reported event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot#: 1001882053 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the pump was decommissioned due to a thrombosed outflow graft, the patient subsequently expired. The patient status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information was received regarding patient outcome and cause of death. Correction h6: patient ime code(s) was corrected from c76143 to e0514. Additional products: d4: lot#: 1001882053 h6: imf code(s): f02, f08, f2301, f2303, f2203. Investigation of this event is pending and a supplemental report will be sent upon its completion. The patient status was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an updated analysis and investigation completion. Product event summary: the vad, (B)(6) and outflow graft (lot no.1001882053) were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2020 to parameters below normal operating range. 76 low flow alarms were logged since (B)(6) 2020. Information received from the site revealed that, in addition to the low flows, a computerized tomography (CT) scan and ventriculography showed an outflow graft thrombosis. The patient was treated with inotropes and heparin. Additionally, the patient was taken to catheterization lab for an amplatzer plug placement at the anastomosis site of the outflow graft to the ascending aorta. The vad was decommissioned due to thrombus in the outflow graft and the patient subsequently expired. Based on the available information, the most likely root cause of the low flow event can be attributed to external factors such as thrombus at the outflow graft, as mentioned in the reported event details. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus and death are known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of device thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot #: 1001882053 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been taken to the catheterization lab for an amplatzer plug placement at the anastomosis site of the outflow graft to the ascending aorta.

Manufacturer narrative:
A supplemental report is being submitted for receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address: (B)(6) medical center. (B)(6). F4 contact person: (B)(6). F5 phone number: (B)(6). F6 date user facility became aware of the event: unknown. F7 type of report: initial. F8 date of this report: 08-dec-2020. F9 approximate age of device: 4 years. F10 event problem codes: n/a. F11 report sent to FDA: n/a. F12 location where event occurred: hospital. F13 report sent to manufacturer: yes, xx-jan-2021. F14 manufacturer name and address: MFR. Name: medtronic inc. Address: 710 medtronic pkwy city: minneapolis state: mn zip: 55432. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.